Event description:
On (B)(6) 2012 the reporter contacted the animas corporation to stating that the keypad buttons have been intermittently unresponsive since (B)(6) 2012. The reporter claims the buttons had to be pressed multiple times before responding. The reporter stated that the pump was carried in a pocket and was not cleaned. The reporter says there is a lens film used. There is no reported adverse event with this complaint. The allegation is being reported due to an alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported unresponsive keypad issue. The keypad was intact, all keys were responsive, and no contamination was found under any key contacts. The pump was disassembled and no evidence of contamination was seen on keypad flex connection.